Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 436 mg/dl. Customer stated that she also ran a self test but still could not get it to work, with insert a new battery message also, reported a crack in the housing from the top of battery housing down where the clip goes and the insulin pump turned off. Customer gave herself shots manually and was able to pull it down to blood glucose 128 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will be returned for analysis.